Manufacturer narrative:
Continuation of d11: product ID neu_stylet_acc lot# uknown product type accessory. Product ID 977d260 serial# (B)(6) product type screening device. H3. Analysis of the lead va1x7c9015 found no device anomalies. H6: the conclusion code 11 no longer applies.the results code 3233 no longer applies.the conclusion code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a trial patient with a wireless external neurostimulator for an unknown indication for use. It was reported that the device kept getting the oor (out of regulation) message and impedances were high as they were greater than 6,000 ohms on all contacts. It was indicated that there were no known factors that led or contributed to the issue. The rep stated that the lead was wiped off and re-seated several times and they switched it back and forth from the 0 through 7 slot and 8 through 15 slot, but none of these actions changed the impedance levels. A new trial lead was used and the issue resolved. It was indicated that the reported issue was resolved at the time of the event. It was indicated that the lead would be returned for analysis. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the lead was sent back in the mail about a or so ago. The mail tracking number was provided and the patient contact information was reported. The serial number of the wens used with the lead with high impedances was reported. No further complications were reported/anticipated.